Event description:
The device was returned to the manufacturer after being explanted post mortem after death occurred in a manner not related to the lead. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID# 5076-45 a proximal portion was received measuring 19 cm. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.